Event description:
Customer reported unexpected negative reactions with cell #1, heterozygous e cell of panocell-10, when testing a patient sample containing anti-e. Other heterozygous e cells resulted positive(1+ to 2+) with the same patient sample. Methodology is gel testing.

Manufacturer narrative:
The use of the product with the gel method is not supported in the package insert. The complaint was received after the expiration of the product; therefore, no additional serological testing was performed. The presence of the e antigen on panocell-10, lot 34154, was verified through lot release records. The customer did not return product or sample for investigation. It is not possible to rule out the sample or testing methodology as a cause of the event.